Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads had high impedances. Patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. The ipg was also explanted and replaced due to inability to lock internal screw of existing ipg after leads were replaced. Therapy was restored post-op.